Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "multiple granulomas" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contraindications: juvéderm vollure¿ xc injectable gel is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Juvéderm vollure¿ xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. Juvéderm vollure¿ xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Adverse events: juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. The severity and duration of all isrs reported by > 5% of subjects who completed post-treatment diary forms after initial treatment are summarized in table 1 and table 2, respectively. Subjects reported the severity of their isrs as mild, moderate, or severe. Most of the individual isrs were mild to moderate in severity and lasted less than 1 week after initial treatment, asymmetry correction, and repeat treatment with juvéderm vollure¿ xc; some of the isrs lasted 8-30 days. The most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). For most of the individual isr types, subjects reported significantly fewer severe isrs for juvéderm vollure¿ xc than for the control product. The incidence of isrs reported after the asymmetry correction/repeat treatment was generally lower than that reported after initial treatment (table 3). Instructions for use: the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. Different techniques such as serial puncture, tunneling, fanning, cross-hatching or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Company representative reported that after a patient was injected with juvéderm vollure¿ xc the patient is experiencing "multiple granulomas." Treatment was noted as 30mg vitrase, 20mg vitrase, 60 units vitrase, 40 units vitrase. Event is ongoing.

Manufacturer narrative:
The events of skin discoloration and scarring are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: the safety in patients with known susceptibility to keloid formation, hypertrophic scarring, and pigmentation disorders has not been studied. Adverse events: per tables 1 and 2: injection site responses by maximum severity and duration in > 5% of subjects after initial treatment, possible injection site responses post injection with juvéderm vollure¿ xc include firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry.

Event description:
Additional information: it was noted that the event has led to permanent damage and it was noted ¿permanent skin discoloration+scarring.¿